Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that biomed stated that they were performing a functional check on their arctic sun device. In manual control, they were able to heat the water up to 40c. However, the water would not cool. Biomed stated that t4 (chiller temperature) was 27.5c. Per follow up information received via phone on 02feb2023, biomed stated that it determined to be a faulty mixing pump. No patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. In manual control, they were able to heat the water up to 40c. However, the water would not cool. Biomed stated that t4 (chiller temperature) was 27.5c. Per additional information received, biomed stated that it determined to be a faulty mixing pump. No patient involvement. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Therefore DHR is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that biomed stated that they were performing a functional check on their arctic sun device. In manual control, they were able to heat the water up to 40c. However, the water would not cool. Biomed stated that t4 (chiller temperature) was 27.5c. Per follow up information received via phone on 02feb2023, biomed stated that it determined to be a faulty mixing pump. No patient involvement.